Event description:
It was reported that the ambulance was called because the customer's blood glucose was under 21mg/dl, and the customer was treated with an insulin drip. Troubleshooting was performed, and no damage to the drive support cap noted. While troubleshooting the insulin pump alarmed motor error and after reinserting the battery the device alarmed button error. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. All buttons functions properly and no button error alarms noted. However, the device had corroded keypad overlay, cracked battery tube threads, reservoir tube lip, case window display corners, lcd window, and scratched screen.